Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) level upon receipt. The device was able to interrogate. Premature battery depletion was likely from high current latch-up. The device was cut open, and the battery was sent out for analysis. External analysis of the battery cell showed no anomalies. Further analysis of the device hybrid was performed and showed normal device characteristics. A longevity calculation was performed, and the battery depletion was premature. The premature depletion conditions could not be reproduced after installing a new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) level upon receipt. The device was able to interrogate. Premature battery depletion was likely from high current latch-up. The device was cut open, and the battery was sent out for analysis. External analysis of the battery cell showed no anomalies. Further analysis of the device hybrid was performed and showed normal device characteristics. A longevity calculation was performed, and the battery depletion was premature. The premature depletion conditions could not be reproduced after installing a new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid.

Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with premature battery depletion. The device was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.